Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Customer complains of "lo" results. Nurse calling on behalf of customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-110mg/dl fasting. Unable to verify storage nor expiration date on test strips as nurse did not have the vial of strips. Reviewed meter memory: 1: lo (B)(6) 2015 11:16:00 am fasting:yes. 2:108mg/dl (B)(6) 2015 10:31:00 am fasting:no. 3:147mg/dl (B)(6) 2015 06:46:00 pm fasting:no. 4:21 mg/dl (B)(6) 2015 10:19:00 am fasting:no. 5: lo (B)(6) 2015 10:18:00 am fasting:no. Memory concerns:"lo". Meter does not have the correct time and nurse states the only result she can confirm that was either fasting or non fasting was the last "lo" reading in the memory. Adverse event not reported.